Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a inguinal laparoscopic herniorrhaphy procedure, the balloon did not inflate, it was not folded in the same way as usual. They used another item to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the obturator, trocar balloon, lock collar and valve seal appeared intact. The insufflation bulb was received. The inflation syringe was received. The dissector balloon was not received. Pmv performed functional testing, the trocar balloon was inflated, no leaks were detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.